Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the metal supports and tissue bag were detached from the actuator. The cord loop on the retrieval bag was broken and not returned with the device. It is possible that the supports were not correctly installed into the actuator during manufacturing. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Bilateral tubal ligation with a right oophorectomy - "the surgeon inserted the cd003 through the trocar, when the doctor went to cinch the bag the actuator was difficult to retract. The doctor was able to retract, but when this happened the prongs disconnected from the actuator and were attached to the bead and bag which was still within the body cavity. The surgeon used a grasper to bring the prongs together as the incision site. The doctor removed the trocar t be able to removed the prongs and bag from the body cavity." Patient status - "no patient injury."